Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump would not prime and would cause the pump to give an error message about an upstream occlusion. There were no adverse events reported.